Event description:
During dr. (B)(6)'s case of an assisted arthroscopic right knee acl reconstruction, a piece of an arthrotek arthroscopic suture grasper broke inside patient's right knee. Piece was retrieved and matched completed to suture grasper. No harm to patient.